Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reportedly uses omnipod pump in hybrid closed loop. On (B)(6) 2024, the inaccuracy reportedly resulted in insulin overdose and severe hypoglycemic shock requiring hospitalization. The bg and cgm values were not reported; however, there was reportedly a 100 mg/dl difference between the two values. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 100 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.